Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a signal artifact monitoring (sam) episode. Right atrial (ra) pacing impedance measurements were noted to be out-of-range, and two large ra artifacts were observed. The device was reprogrammed to accelerometer rate response, and the minute ventilation (mv) feature was disabled. A request was made to have data from this device analyzed. Data analysis showed the same episode was likely due to a recent software update. Data analysis also confirmed high impedance in the atrial lead and showed the noise detected by the device was appropriately classified by it. There were no adverse patient effects reported. This crt-d remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Investigation has determined this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a signal artifact monitoring (sam) episode. Right atrial (ra) pacing impedance measurements were noted to be out-of-range, and two large ra artifacts were observed. The device was reprogrammed to accelerometer rate response, and the minute ventilation (mv) feature was disabled. A request was made to have data from this device analyzed. Data analysis showed the sam episode was likely due to a recent software update. Data analysis also confirmed high impedance in the atrial lead and showed the noise detected by the device was appropriately classified by it. There were no adverse patient effects reported. This crt-d remains in service.